Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The patient underwent a incisional hernia repair with mesh. She had revision surgery 1 months post-surgery. The patient experienced surgical revision, infected mesh, recurrence, adhesions, pain.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt.  Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device. The product was used for therapeutic treatment of incisional hernia. It was reported that after overlay implant, the patient experienced infection, recurrence, adhesions, pain, purulent discharge, nausea, vomiting, seroma and open wound. Post-operative patient treatment included open wound vac., lysis of adhesions and removal of infected mesh.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device. The product was used for therapeutic treatment of incisional hernia. It was reported that after implant, the patient experienced infection, recurrence, adhesions, pain and open wound. Post-operative patient treatment included open wound vac., lysis of adhesions and removal of infected mesh.